Manufacturer narrative:
(B)(4). Concomitant medical products - unknown zimmer liner, unknown biomet intergral primary stem, unknown biomet head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02515. Reported event was confirmed by review of operative notes. Review of primary operative notes states that the patient had a long history of avascular necrosis affecting his left hip. Patient was previously treated with a vascularized free fibular graft which was complicated by a subtrochanteric femur fracture and then he went on to nonunion of the femur fracture and two separate operative attempts to heal this. When dissection was carried out, fascia lata was extremely scarred. Underlying vastus lateralis which was extremely scarred as well. Patient already has a screw and a plate implanted from previous surgery. Cup and liner were impacted into place. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced 1200ml blood loss and was administered with 2 units of cell saver during an initial left hip surgery. Attempts have been made and additional information on the reported event is unavailable.